Event description:
It was reported that after an aspc32 was inserted and the arterial robert's clamp was closed, blood back flowed up to the port. The catheter was replaced without difficulty. There was no blood loss and no pt injury.